Event description:
It was reported the pt was anxious prior to insertion. After initial flushing of inserted PICC of 5mls ns, pt experienced flushing, sweating, tingling to arms and face. Reaction self resolved within 1 minute. Vital completed - stable x 3. Once reaction self resolved, PICC flushed with another 10 mls ns with reaction.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the pt. A lot history review (lhr) of rexf0256 showed no other similar product complaint(s) from this lot number.